Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported a patient had left bunionectomy (B)(6) 2019 and developed an allergic reaction. He has a rash on the left foot which has spread to the lower left leg. This was reported by an allergy center. They also reported there was a revision to remove the screws and the reaction has been cleared up the caller stated the patient is fine to date.